Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
The philips field service engineer (fse) reported he was converting an esprit to a v200 ventilator while onsite at a customer's location. The fse reported the o2 regulator was leaking from inside the unit when the oxygen hose was attached to the rear of the ventilator (defoa). The device was not in use therefore no patient involvement.